Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was no adverse consequences.

Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.